Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that stripes were visible on the image during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The date of event is unknown. A supplement report will be submitted if provided. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to chemical damage (corrosion) on the connector the b30(scope communication error) and no image, stripes in the image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.